Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient was hospitalized due to low blood glucose level on (B)(6) 2024. Length of hospitalization was greater than 24 hours. Blood glucose level at the time of event was 21 mg/dl. No further information was available.